Event description:
It was reported that the rhythm of the patient with this implantable cardioverter defibrillator (ICD) was accelerated following anti-tachycardia pacing (atp) during a ventricular) episode. The rhythm was successfully converted after the patient received a shock. Technical services (ts) as consulted and confirmed the ICD appeared to be operating as programmed. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the rhythm of the patient with this implantable cardioverter defibrillator (ICD) was accelerated following anti-tachycardia pacing (atp) during a ventricular) episode. The rhythm was successfully converted after the patient received a shock. Technical services (ts) as consulted and confirmed the ICD appeared to be operating as programmed. No adverse patient effects were reported. This ICD remains in service. This ICD was explanted due to therapy upgrade and returned for analysis.